Manufacturer narrative:
The investigation is in progress. The probe has not been received for eval. Four lot numbers were identified with the complaint. No abnormalities that could have contributed to the complaint issue were found during the device history record review. The product was released according to the MFR's acceptance criteria. A root cause has not been identified. (B)(4).

Event description:
A customer reported that the three probes stopped cutting during a vitrectomy procedure. The cutter was exchanged and the procedure was completed with no harm to the pt. There were three instances where the probe did not cut.